Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the rectum during a colorectal polyp resection procedure performed on (B)(6) 2025. During the procedure, a cold polypectomy was performed, but the resection could not be completed, leaving the core of the lesion seemingly intact. The procedure was completed with a different device. There were no patient complications reported as a result of this event.